Manufacturer narrative:
Investigation details: the customer stated that between (B)(6) 2024 all daily quality controls for both reagents and mts gel cards were acceptable and no patient test results were impacted. Gtsc reviewed issue with second level support team. 0.1 n sodium thiosulfate is not an approved fluid for use in daily maintenance task and has not been tested for use on the analyzer, therefore any outcome, if any, is unknown on maintenance washing task or test results. The daily maintenance process includes the fluid being aspirated into the probe and probe tubing and then being dispensed and flushed out. Gtsc recommended discontinuation of use of 0.1n sodium thiosulfate for maintenance and to perform a monthly maintenance task to decontaminate the fluidic system. Customer stated no patient sample results were affected by this event. No further investigation was performed on this incident. The assignable cause is user error, associated with the operator accidently utilizing 0.1n sodium thiosulfate for daily maintenance task. There was no evidence of any systematic failure of the ortho clinical diagnostics analyzer to perform as intended. No general failure of the ortho vision analyzer has been identified. No further complaints of this type have been received from the customer site since the time of the reported event.

Event description:
(B)(4) on (B)(6) 2024, the customer contacted global technical solutions center (gtsc) to report the use of 0.1n sodium thiosulfate in place of 0.1 sodium hydroxide for daily maintenance procedure and the ortho vision analyzer (serial number (B)(6)) did not produce a system error. Complainant: (B)(6) (medical technologist) (B)(6); (B)(6); (B)(6) date of events: 31jan 2024 through 05feb 2024, reported 05feb 2024. Ortho vision mts analyzer (B)(6), manufacture: 09nov2021 software version: 5.14.5 maintenance fluids: expected 0.1 sodium hydroxide actual 0.1 sodium thiosulfate the customer reported no erroneous or discrepant patient results were obtained. The customer reported that no biased result was reported to a physician. The customer reported that no patient was harmed as a consequence of the reported event.